Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The report of a loose battery clip connector is currently being addressed through the MFR's corrective/preventative action system and an urgent medical device recall (291659-10/15/09-001-r) has been issued.

Event description:
It was reported that the threaded connector of the battery clip that screws into the system controller rotated within the housing.